Event description:
It was reported a 6f angio-seal sts plus vascular closure device was used to seal the arteriotomy site post percutaneous procedure. During deployment, difficulties were encountered following anchor deployment; the device could not be pulled back and out as if the suture had locked up. The pt was transferred to surgery and the device was removed without incident.